Event description:
It was reported that this pacemaker system was suspected of functional loss of capture in the right ventricular (rv) channel. Technical services (ts) was consulted and recommended in person review to confirm if there was loss of capture. This pacemaker system remains in service. No adverse patient effects were reported.